Manufacturer narrative:
Section d information references the main component of the system and other applicable components are:   product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead product ID 3777-60 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type lead .a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) via a consumer regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient has an out of range electrode. The patient has good coverage. The patient also complains of charging every 4 days. No interventions were taken, the rep discussed the typical recharging intervals with the pns system. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.